Event description:
Surgery was performed in 1999. During surgery a cottonoid or part of one was left inside plaintiff's back. The cottonoid was discovered by x-ray or MRI imaging after the plaintiff complained of pain associated with the area. Additional surgery was necessary to remove the artifact. It is not known if this is a codman item as no product code or lot code was provided.